Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the lead for his bundle pacing, the patient's blood pressure decreased. An ultrasound was performed and revealed cardiac tamponade. Pericarditis with pericardial effusion was also noted. The cardiac tamponade was identified after slitting the catheter. Drainage and intubation was performed and the procedure was discontinued. Implantation for a right ventricular lead was rescheduled for a later date. No further patient complications have been reported as a result of this event.